Manufacturer narrative:
A review of lot file a758 was performed. This lot had no nonconformities or alarms associated with it. This lot met all release requirements. A review of complaints received for lot a758 was performed. There was (B)(4) other complaint for an flm leak reported to date for this lot. No trends were detected. This assessment is based on the information available at the time of the investigation. The returned flm was reviewed for analysis. Initial testing found the possibility of a small leak. However, a repeat of the test did not result in a leak. The flm was sent for further analysis. Due to the biohazardous nature of the flm, further testing was unable to me conducted. The analysis is inconclusive. No further testing of the kit will be performed or corrective actions taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).

Event description:
Customer reported a flm leak. Complainant: same as reported. Customer called to report that she had an flm leak. Customer stated that she had finished her treatment and the instrument had returned all blood/blood products to the patient. She said that she was preparing to manually return the residual kit volume to the patient (as is their usual protocol) when she notice a small blood/saline mixture leak coming from the bottom of the flm door and also a bit on the floor. Customer stated that she did not return the remaining kit volume to the patient. Customer stated that she believed the leak must have come from the flm itself, but she could not see the exact origin. Customer stated that she received no alarms during the entire treatment procedure. Customer returned flm for investigation.